Manufacturer narrative:
(B)(4).the reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services requesting assistance to end therapy on the homechoice (hc) machine during dwell 3. The hp stated he disconnected to use the bathroom and did not put a flexicap on the patient line. The hp stated he pressed stop on the hc and closed the clamps. The technical service representative (tsr) assisted the hp to end therapy. The hp confirmed he would continue therapy with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient disconnecting and not capping the patient line. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the complaint is user error/mis-use. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.